Manufacturer narrative:
There are four associated devices for the reported event. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient was changed to systemic argatroban due to concerns for heparin induced thrombocytopenia (hit). Attempted to connect the pump to the automated impella console (aic) at approximately 1853, but an issue occurred because another aic was turned on at 1901, and the pump connected to the other aic instead. The second aic showed a number of errors, including two failures to connect. In total, 3 aics were turned on, but only aic (sn: (B)(6) and aic (sn: (B)(6) were used to connect the pump. Aic (sn: (B)(6) was turned on to transfer the pump from another console. The pump was connected but failed to turn on. Aic (sn: (B)(6) was on standby in the unit and was emergently turned on, and the pump was connected and failed again. Aic (sn: (B)(6) was turned off and then turned back on for a second attempt. The pump successfully connected and was started. Additional information stated that the onsite representative contacted the customer support center, who advised the aic issue was caused because the "start new case" button had not been pressed, causing the error sequence. There was no reported harm to the patient and care was transferred successfully to aic (sn: (B)(6).